Event description:
Pump was reported to have declared alarm 20 during the load process. No adverse impact to the customer¿s blood glucose level was noted. Technical support assisted the customer in attempting to load a new cartridge using proper technique, but the alarm recurred, preventing successful insulin therapy. Pump replacement was arranged by technical support, and the caller transitioned to multiple daily injections as backup therapy. Customer was instructed to put the pump into storage mode and return it using a pre-paid label within ten days, which the caller acknowledged.